Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in suspected peritonitis. The breach in aseptic technique was further described as the patient inappropriately connected to a dialysate bag using the tsunagu uv device twice in a row. The same day as the event onset, the patient was hospitalized and treated with vancomycin (intraperitoneal, ongoing) for the event. A day after the event onset, the patient was treated with cefepime (intraperitoneal, ongoing) for the event. At the time of this report, the patient was discharged from the hospital five days after the event onset and has recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.